Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was stuck on blue screen and kept restarting. A technical support specialist went to the rss page for the station, deployed the located package successfully and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist rebooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was stuck on a blue screen and kept restarting. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.